Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
A sudden decrease in battery voltage was reported. An analysis of the device data revealed a battery problem. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. Analysis confirmed a premature battery depletion. Please note, that this ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.